Manufacturer narrative:
H2, correction: d3-4 updated. H3: a software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue as the correct logs were not able to be obtained for analysis. H6: fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no patient present.

Manufacturer narrative:
H2) please see section b5 for additional information and the additional codes section for updated annex f code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in a cranial procedure. It was reported that navigation was inaccurate. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. When the nurse prepared the system for the cranial procedure, it was realized after image download that the camera did not see the cranial frame and planar blunt probe. After exit from the procedure and restarting the procedure in the software, it worked properly. The manufacturer representative (rep) was also informed by a nurse that during the procedure with the microscope, the camera could not follow the microscope antenna smoothly during its motion, but it was intermittent.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735908, version: 1.0.3, h3: a medtronic representative went to the site to test the equipment. Testing revealed that the manufacturer representative (rep) performed a diagnosis by making a cranial procedure in navigation with a 3d tumor head phantom, and the system worked properly. From the camera perspective, the rep could not find any errors. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c19, fdc d14 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0709 was coded for the camera not seeing the cranial frame and planar blunt probe. A0908 was coded for the inaccuracy during navigation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.